Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, urinary/bowel problems, fistulae, recurrence, dyspareunia, and neuromuscular problems. It was further reported that she has undergone additional surgeries and revisionary procedures, including mesh removal on (B)(6) 2007, (B)(6) 2008 and 2010 due to erosion and extrusion. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. No additional information was provided. .